Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a large needle driver along with a different failed product as an incidental return. There was no alleged malfunction reported against this product. The large needle driver instrument was analyzed. The instrument was found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 1.98mm x 4.75mm in size. The mating grip surface exhibits full coverage of brazing material. The grips and other components surrounding the carbide insert exhibits damage that would have contributed to the detached insert. Further inspection found mechanical indentations and bent damage to the grip that potentially contributed to the detached carbide insert. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 2.105mm. The grips were not found to be cracked. Further inspection found mechanical indentations to the grip that potentially contributed to the bent grip. The instrument was found to have multiple indentations at the base and tip of the grip tips. The grips were found to be bent, and additional damage was found at the distal end. Components adjacent to the indented grip tips do not show damage.

Event description:
Intuitive surgical, inc. (Isi) received a product return of a large needle driver from the site with no allegation of a product issue.